Manufacturer narrative:
Patient ID and weight were requested but not provided to ge healthcare.

Event description:
It was reported that a patient was brought to the emergency department (ed) for a mr scan. The patient had multiple non-mr compatible ECG patches placed on the skin by the ed. The mr technologist scanning the patient believed they had removed all of the ECG patches, however, approximately 5 patches remained on the patient. At the end of the exam, the patient complained of a burning sensation. Upon observation by the technologist, the remaining ECG patches were discovered and there was redness where the patches were located. The following day, the patient's nurse noted burns containing blisters where the ECG patches were located - approximately 0.5 cm with 1/8 inches of swelling. The patient's physician reported the areas were 2nd and 3rd degree burns. The patient was admitted to the hospital for one day after sustaining the burns and was treated by a general surgeon. The burns were of varying degrees, the worst being 3rd degree, comparable to the size of a quarter. Wound care applied a wound dressing to the burned areas. The general surgeon utilized debridement on the largest burn area. There were no reports of infection to the burned areas. The patient received follow up for the four weeks following the event. Reportedly, three of the burned areas have healed (closed) and one area is now being treated with salve.